Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 300296 lot 1503233 to investigate for this record. As a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd can state that the syringes reported meet the product specs and recommended values for the product standards. The medication/drug used or any special off label methods of use could affect the sliding properties of the syringes. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Event description:
It was reported that prior to use it was discovered that the plunger is difficult to move with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, translated from french to english: plunger hard to remove- 3 syringes opened with the same lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the plunger is difficult to move with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: plunger hard to remove- 3 syringes opened with the same lot.